Event description:
It was reported that during setup, the system exhibited faults when deploying for draping, causing all arms to turn orange and displaying a message indicating the insufflator was disabled. Initial troubleshooting included performing a hard power cycle on the tower, but the error and power issues persisted. The customer then disconnected all blue fiber cables and attempted to power the tower on in standalone mode, but the same issue continued. The customer decided to move the procedure to another system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vision side cart (vsc) common computer controller (ccc) was analyzed and found to indicate that the fault had occurred in the field. Upon visual inspection, po issues were found that would be related to the reported event. The vsc ccc was installed into the golden system where reported failure was triggered by indicating faults on the ccc, replicating the report event. The field service engineer (fse) replaced the vsc ccc to solve the issue. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bricked vsc ccc.